Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported an issue during a cartridge change in which no insulin was dispensing when attempting to fill the tubing. Upon inspection, insulin was found to have leaked inside the pump chamber. The user cleaned the chamber, inserted a new pre-filled cartridge, and completed the supply change. Insulin delivery resumed. The highest blood glucose(bg) reported was 297 mg/dl, and bg was out of range for over 90 minutes. No symptoms, external assistance, or medical intervention occurred.